Manufacturer narrative:
Per tandem¿s user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple minimum fill notifications occurred after filling a cartridge with 100 units of insulin. Additionally, the customer did not disconnect the infusion site during the fill tubing step and inadvertently delivered insulin. The customer¿s blood glucose level was 69 mg/dl. During follow-up call with customer bg level was in normal range. Reportedly, customer reverted to manual injections for alternate insulin therapy.